Event description:
It was reported that the pt underwent a posterior spinal fusion surgery at t8-t12. It was reported that the set screws were broken off in a normal fashion, but it was decided to remove the set screws to make the construct lower profile. While removing the set screws metal shavings were noticed to be coming from the set screws. No pt complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.